Event description:
Healthcare professional reported left side capsular contracture, baker grade iii as well as "any creases" noted during surgery. Device has been explanted

Manufacturer narrative:
Device evaluation: analysis of the returned device identified the weight of the device within specification, white particles in the shell, and flat crease. Clouds, bubbles, and voids in the gel were observed after the autoclave cycle. Based on the device analysis, the final assessment is wrinkles/creases are observed but have no relationship with the manufacturing process.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture baker grade iii " is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii and crease/folding of implant.

Event description:
Healthcare professional reported left side capsular contracture, baker grade iii as well as "any creases" noted during surgery. Device has been explanted.